Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient with this product developed (B)(6) infection and the entire pacing system was explanted. It was reported that the patient lost his leg, gallbladder, a kidney and his hearing.